Event description:
Info received indicates, the head section is drifting down slowly.

Manufacturer narrative:
The account replaced the head down and CPR valves but the drift remained. Repairs have not been completed.